Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number in d4 is the similar us list number; the international list number is unknown. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient was an inpatient at the hospital due to buried bumper syndrome. The patient received unspecified oral antibiotic therapy and scheduled to have a new peg tube placed on (B)(6) 2024.